Manufacturer narrative:
The product was not returned. Root cause: information was provided that the multifocal 15.5 diopter lens which was replaced with an unspecified monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "poor reading, blurred vision" and a clinical reason of "patient not satisfied with vision with lens". This required the removal of the iol in a secondary surgery and was replaced by a monofocal lens. Additional information has been requested.